Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer¿s blood glucose level was 74 mg/dl at the time of the incident. Customer states the contacts on the battery cap are neither missing nor damaged. The customer state that insulin pump had history pointers failed. The history pointers are corrupted alarm and customer was able to clear the alarm and able to passed the self test. The customer was assisted with troubleshooting and the display did not return. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Blank display and hardware low level failures not found during testing. The insulin pump passed the self test, sleep current measurement, active current measurement and the displacement test.